Event description:
Customer reported that she had experienced low blood glucose and high blood glucose. Customer stated that appears that the insulin pump is over and under delivering. Verified the programming in the insulin pump and it was not correct, some of the bolus was missing and some was partially delivered. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.